Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was admitted to hospital due to hyperglycemia on (B)(6) 2019 to (B)(6) 2019 with blood glucose level 900 mg/dl and treated with insulin intravenous insulin and kept in intensive care unit for three days. Customer reports they feel okay to troubleshooting. Customer was concerned the insulin pump did not working correct. Customer states they had a low battery on the insulin pump and it seemed the insulin pump did a reset. The insulin pump time or date were incorrect. Customer states they were unable to get the reservoir in the insulin pump properly. The customer was declined troubleshoot for high blood glucose. The device will not be returned for analysis.